Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 429 mg/dl at the time of incident and the current blood glucose level was 336mg/dl. The customer was treated with pin for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer declined to troubleshot for high blood glucose value. The insulin pump will not be returned for analysis.